Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained via a 5f terumo sheath. Post procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the device was returned to the sales professional in a plastic bag, and the facility stated that the balloon ruptured during closure. Allegedly, the physician did not feel that the balloon should have ruptured, judging from his past experience with mynx. The physician removed the device, and converted the pt to 12 minutes of manual compression. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No additional information is available.

Manufacturer narrative:
Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon distal tip, approximately 5.5 mm from balloon proximal tip. No other source of leak was identified. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1208801) indicated that the device lot met all established performance criteria prior to shipment.